Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The pod was received with the soft cannula deployed, and the formed needle visible through the exposed portion of the soft cannula. The linkage assembly was noted not to be fully retracted. Once the housing was removed, the linkage assembly retracted. Scoring was noted on the inside of the top housing. A misalignment between the top housing and linkage assembly prevented the linkage assembly from properly retracting the formed needle. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patients blood glucose level rose to 20 mmol/l (360 mg/dl). The patient reported the pod was leaking.